Event description:
Additional information received confirming that the physician elected to treat the patient by relining with a bifurcated afx2 and an infrarenal afx devices on (B)(6) 2019. In addition, clinical assessment refuted the reported type iiia endoleak. This report is only for the bifurcated stent graft. Reference MFR. Report # 2031527-2019-00039 for report to the proximal extension (infrarenal aortic extension).

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observations: bifurcated graft is billowing with no type iiiia andoleak, but presence of a type ii endoleak from lumbar artery. In addition, clinical assessment confirmed that the graft shifted laterally based on the discharge summary. No procedure-related harms post the secondary endovascular procedure were identified. The device, user, procedure, or anatomy relatedness of this complaint could not be determined. The procedure-related harms identified were the type ii endoleak from the lumbar artery. The final patient status was stable and discharged three days post the secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, it was discovered that the graft has shifted laterally and the main body graft material is billowing behind the cuff with a possible type iiia endoleak, and a type ii endoleak present. The physician plans to reline and will continue to monitor the patient. There have been no additional patient sequelae reported. This report is only for the main body (bifurcated stent graft). A separate report will be filed for the cuff (infrarenal aortic extension).